Event description:
In 2002, I had right inguinal hernia surgery. I had a recurring hernia so I had to have another surgery. The pain in that area was unbearable. I couldn't even walk I was on crutches. I saw a surgeon that told me the kugel mesh and plugs that were used have a tendency to harden up. I had a cat scan that showed a lot of inflammation. I had surgery to remove all of it but the damage was done. I live every minute of everyday with pain. Injections, more surgeries, pain pills, pain patches, sleeping pills, and zoloft because it isn't easy living in pain. I've been found disabled from work. "Your calendar sorest go to 2002 august."